Manufacturer narrative:
The cadiere forceps instrument was analyzed and the housing was removed, and the instrument was found to have a broken roll gear. This failure likely caused the unintuitive motion observed. The common cause of this failure is attributed to the user. Additionally, the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulator (mtm); however, the grip tips moved in the opposite direction. This behavior was observed in the roll direction and presented on all 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. This failure is likely due to the broken roll gear observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The procedure was a malignant hysterectomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, single-port (sp) cadiere forceps (cf) instrument moved in the opposite direction of the surgeon¿s control. The customer continued the procedure without the cf instrument. There was no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred on (B)(6) 2025. The issue was resolved by using a backup instrument. There was no fragment falling inside the patient. There was no patient injury.